Manufacturer narrative:
The reported event of twisted insulation was not confirmed. As received, a complete lead with a stylet inserted was returned in one piece. A visual inspection of the lead revealed no anomalies. Additionally, an x-ray examination revealed that the inner coil at the connector region was over-torqued consistent with procedural damage. Furthermore, electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, the insulation was observed to be twisted after attempting to find the optimal implant position. The physician alleged a malfunction of the lead resulted in the twisted insulation. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.